Event description:
This lead was capped on (B)(6) 2017 due to high impedances. No adverse events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.